Event description:
It was reported that during a colon resection, the scalpel worked fine for a while then stopped. The machine said to replace the device. There was no medical intervention, surgical delay, or adverse consequences to the patient. The procedure was completed successfully.

Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Inspection of the returned device revealed biological material on the distal tip and an indention in the teflon pad. The device was actuated multiple times and confirmed to have proper mechanical functionality. The device was then connected to a scalpel generator and appropriate hand piece. The scalpel was tested (by pressing the generator test button) and gave an error code 5. The rod was inspected for fractures, and the blade was found to have a crack as well as gouges. A review of the device history record indicates the device met all inspection and test criteria prior to release. Therefore, the most likely root cause is the blade contacting a hard object, such as a surgical staple or clip, during clinical use. The instructions for use state: "take care to avoid application of pressure between the blade and tissue pad without tissue in between them as this can result in damage to the instrument. This may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed." "Avoid contact with any and all metal or plastic instruments or objects during instrument activation. Contact with staples, clips, or other instruments during instrument activation may result in premature blade failure, resulting in generator solid tone or instrument error.¿